Event description:
When the physician tried to manipulate the catheter and noticed that the deflection function was not working properly. The catheter was removed. No injury to the patient. Please report.